Event description:
It was reported that the user experienced prolonged hyperglycemia for approximately 15 hours, after which blood glucose corrected, and the user consumed an insulin cartridge within a day; no device alarms or malfunctions were reported, and troubleshooting and education were completed with the user. Symptoms included hyperglycemia. Outcomes included no reported injury, disability, or hospitalization. Investigation included review of device reports and user data by support staff. Investigation of this case revealed no device malfunction identified and suggested insulin usage was increased due to sustained elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.